Event description:
The suspect meter exhibited poor precision in inr readings. The following results were reported: 10/28 - 5.9 (dose adjustment made based on reading).10/31 - 1.7; 11/2 - 2.2; 11/4 - 6.1. Pt scheduled for lab draw on 11/7. Tecnicial support shall follow up for results and the return of the suspect meter for evaluation purposes.